Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces, though no button error alarm was noted. The pump was also received with moisture damage at the electronic assembly. The following cosmetic damage was also found: minor scratches at the display window, cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues; however, she did get the pump wet at the beach. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.